Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter tip. The following information was provided by the initial reporter: "foreign matter in catheter tip."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unit and one photo. Upon visual inspection, it was observed that a black foreign material was present on the outside of the catheter tip. The reported defect was confirmed. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the black translucent particle was catheter tubing. The probable root cause was determined to be manufacturing. Excess catheter tubing may occur during tipping or cutting to length of the catheter tubing. It is unlikely that the foreign originated during the cut to length process as the foreign was black and remained attached to the catheter tip. During tip forming the catheter tip is heated and formed in a die, if catheter tubing residue built up (dark color) separated from the die it may end up stuck to the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter tip. The following information was provided by the initial reporter: "foreign matter in catheter tip".